Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open sigmoidectomy, the device was difficult to close. When the doctor tried to activate the stapler, it did not staple and was stuck. Another stapler was used to solve the problem. There was no patient injury.